Event description:
The eye solution "clear care" by ciba vision is boxed copying normal all-in-one saline solution boxes. It is placed by stores with, and distributed by physicians as a solution used for cleaning and storing contact lenses. It is not!! This is a very very dangerous product and should be taken off the shelves. If anything, it should only be distributed by a pharmacist with extreme warnings, not packaged as and placed with usual all-in-one solutions, or given out by doctors or their assistants as samples. The pain I received to my eyes was extreme!! I was rushed to the eye doctor and diagnosed with chemical burns to my left eye. It's difficult to know exactly what damage has been done to my eyes. Luckily, I was near a sink and flushed immediately with water. But, what if I were in my car -where I store a spare pair of contacts in solution- -or an airplane where I take an extra pair of contacts in solution-. I truly feel I could have been , or another person my become blind by this extremely dangerous product by ciba vision marketed as "clear care". Dates of use: used only once. Diagnosis or reason for use: as usual multi-purpose contact solution.